Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent the following procedures: on (B)(6) 2005 the patient underwent mesh revision due to erosion of mesh. It is reported that mesh removal was attempted on (B)(6) 2005 but was unsuccessful. On (B)(6) 2007 the patient underwent revision due to vaginal mesh erosion and dyspareunia. (B)(4).